Manufacturer narrative:
The reported meter was returned and investigated with retained test strips and a new issue was observed. Meter powered on with button depression. Meter did not power on with strip insertion. Investigation for the original issue of inaccurate readings could not be conducted. Meter was sent for further investigation and de-cased. Upon visual inspection, liquid contamination was observed on the strip port pins.

Event description:
Caller, an administrative assistant calling on behalf of a nurse, reported the adc blood glucose meter provided unspecified inaccurate readings. It was reported that a patient was "having low blood sugar" but a nurse could not obtain a "good reading" on the facility's adc meter. The patient was administered glucose gel and dextrose of an unknown dose and transported to a hospital by paramedics. Caller could not provide what, if any, reading was obtained at the hospital but further reported that "by the time the patient got to the hospital, the patient was stable enough" and no additional medication or treatment was given. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Caller, an administrative assistant calling on behalf of a nurse, reported the adc blood glucose meter provided unspecified inaccurate readings. It was reported that a patient was "having low blood sugar" but a nurse could not obtain a "good reading" on the facility's adc meter. The patient was administered glucose gel and dextrose of an unknown dose and transported to a hospital by paramedics. Caller could not provide what, if any, reading was obtained at the hospital but further reported that "by the time the patient got to the hospital, the patient was stable enough" and no additional medication or treatment was given. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, an administrative assistant calling on behalf of a nurse, reported the adc blood glucose meter provided unspecified inaccurate readings. It was reported that a patient was "having low blood sugar" but a nurse could not obtain a "good reading" on the facility's adc meter. The patient was administered glucose gel and dextrose of an unknown dose and transported to a hospital by paramedics. Caller could not provide what, if any, reading was obtained at the hospital but further reported that "by the time the patient got to the hospital, the patient was stable enough" and no additional medication or treatment was given. There was no report of death or permanent injury associated with this event.